Event description:
The device would not fire. The trigger was pulled and there was no response. There was no injury to the pt.====================== manufacturer response for curved shear======================rep has been called to come pick up the device.